Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "missing instructions; vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. "Caution: this product contains natural rubber latex which may cause allergic reactions. Directions for use: 1. Separate notched within circles. Put straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz- a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received a leg bag about a year ago and it had a strong odor to it. Also stated that when the patient found out that the bag need to be changed twice in a month, but the patient stated did not know that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received a leg bag about a year ago and it had a strong odor to it. Also stated that when the patient found out that the bag need to be changed twice in a month, but the patient stated did not know that.